Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 263mg/dl, (meter), 190mg/dl (lab). Tests were done <30 mins apart with a difference of 38%. Pt did not experience any adverse events. No further info has been reported.